Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver overheated. No additional patient or event information is available. No product or data were provided for evaluation. The reported event of a overheated receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to boot and charge because of perpetual rebooting. Receiver charged and will boot. Open receiver, detached u1 pcba, and retrieve the receiver download. Pass, no smoke residue, burn marks, or defective components found associated to overheating. Findings related to complaint in receiver download. No evidence is found in the course of the log review related to the customer complaint. The reported event of an overheating receiver was confirmed. A root cause could not be determined.